Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the high impedance and stimulation feeling different was caused by the damaged lead. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was initially implanted on 2009 (B)(6) they had been transported via ambulance for an unrelated condition and the ambulance ride was very rough, as the patient got banged up against the gurney a few times. Since then, their stimulation had changed. The patient had a revision done on 2010 (B)(6) and stated that stimulation was never the same. The patient was initially implanted for abdominal pain and was unable to achieve good stimulation since the replacement, so they had just left it off. It was noted that the patient now wanted stimulation back on. Upon interrogation, they found that impedances were high and multiple contacts were not working. During the replacement on 2017 (B)(6), the lead was tested and there were high impedances. The patient¿s healthcare provider (hcp) removed and replaced the lead, removed the extensions, and replaced the battery. Since implant, the patient was satisfied with their stimulation. A follow up appointment was scheduled with the hcp on 2017 (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's stimulation felt different and they denied any falls or accidents occurring. Impedances were check intraoperatively on the extensions and leads and the lead's impedances were high. They were replaced and the issue was resolved. No further complications reported.